Manufacturer narrative:
No 10010454-0006 sample was available for investigation; however the customer reported that the affected sample was from lot 24055584 and that "taxol line leaking from air vent when giving premeds through duo set attached above the taxol line". The customer also reported that the air vent was opened during infusion with a collapsible infusion bag. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that leakage of fluid could be seen from the air vent. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24055584 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When the air vent cap is open, the air vent channel of the spike is effectively an open path with a hydrophobic filter. Testing conducted during previous investigations demonstrated that, depending on the priming technique and the clinical usage of the product, it is possible for fluid to flow through this channel and although a hydrophobic filter membrane will not wet in normal use, fluids can pass through a hydrophobic filter once the water breakthrough pressure is reached. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi-rigid containers, it is important to ensure that the air vent cap is in the closed position. Once the drip chamber is primed the air vent should remain closed when using collapsible bags and opened when using glass bottles. Please follow the container manufacturer's recommendations regarding venting of semi-rigid containers. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10010454-0006 set in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set was leaking. The following information was provided by the initial reporter: taxol line leaking from air vent when giving premeds through duo set attached above the taxol line. Assumed lot number 2. Additional information received from customer: please confirm the affected lots other than lot#24055584, since entry description states 'assumed lot no. 2' customer had discarded packaging before leak occurred but it is assumed the line was the same batch as other stock which was lot#24055584, please confirm how long the infusion had been running for, prior to the leakage occurring? = customer was not sure of the timeline, leak noticed near the end of the chemo infusion. Please confirm when the air vent was opened, i.e., prior to use, immediately after priming? During the infusion? = at the beginning of the infusion, likely after priming but clinician not sure please provide details regarding the sequence of events immediately prior to the leakage occurring? = nurse came to check on the infusion and noticed leaking form the air vent, chemo dripping onto the pump please confirm if any physical damage or deformity was observed to the air vent component? = none noticed please provide details of the *type, size, and manufacturer of fluid container in use? *(i.e., is it a collapsible bag, a semi rigid plastic container or a glass bottle) = collapsible, slightly rigid plastic fluid bags used for this medication, sometimes they do not fully collapse toward the end of the infusion. Please confirm if any damage was observed to the individual set packaging and/or the outer box it was received in? = none.